Manufacturer narrative:
Concomitant medical products: 7022 lead, implanted: (B)(6) 2007 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after they bumped their device and noted that it began beeping. The nurse indicated they were unable to interrogate the device. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.